Event description:
A customer contacted beckman coulter inc., (bec) regarding a higher than expected thyroid-stimulating hormone (tsh) result generated by the unicel dxi 800 access immunoassay system for one patient sample. The result was reported out of the lab and was questioned by the physician. Subsequent testing after re-centrifugation and on an alternate methodology produced lower results that better matched the patient's clinical history. An effect, if any, to the patient is unknown at his time.

Manufacturer narrative:
Sample collection and centrifugation information has not been supplied to date. Tsh qc has been performing within the customer's established ranges. Specific qc data has not been supplied to date. Additional system information has not been supplied to date. Service was not dispatched for this event as the customer is not questioning instrument performance at this time. A definitive root cause has not been determined to date for this event.